Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
The area representative reported that the (B)(6)-year-old, male patient underwent a thoracic endovascular aneurysm repair (tevar) and was implanted with two (2) zenith with z-trak aaa endovascular graft iliac leg extensions. Due to the size of the aorta, a smaller diameter graft was requested by the physician. Due to a small overlap of only 25mm between the two components, the flow dynamics and the angle of the arch, these pieces became separated. A secondary procedure was performed. During the secondary procedure, the patient was relined with a cook alpha graft 24-105. During the placement of the alpha graft, it was found that not only had the components lost their overlap, but a distal piece of a stent was fractured as well. This fracture was not observed on the computerized tomography (CT) or 3d imaging that was performed prior to the case. A portion of the z stent was sitting at the aortic bifurcation. The physician snared the piece and retrieved it. Everything was realigned and sealed off. Nothing further was required. No unintended pieces of the device remained inside of the patient. There were no additional procedures required. There were no adverse consequences reported to the patient as a result of the secondary procedure.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Investigation/evaluation: the zenith with z-trak aaa endovascular graft iliac leg extension was not returned for an evaluation. Without the complaint device, a physical investigation was not able to be completed. Two 3d reconstructions of the aortic arch and proximal thoracic aorta and a planning worksheet were provided for review. A documentation review of the instructions for use, manufacturing instructions, and quality control data was also conducted. Review of the device history record could not be performed as the lot information was not provided. The provided planning worksheet indicates that on 9-1-17, a zta-p-24-105 had been selected to reline a thoracic aorta of a (B)(6) year-old patient who had been previously treated for traumatic aortic transection with two esle 20-55¿s. The original esle overlap was positioned at the expected location of the aortic transection. The overlap had been reduced until the superior esle was perched on top of the inferior esle. The inner aortic curvature was obscured by reperfusion of the aortic transection confined to the peri-aortic space. The aortic arch was type ill. This is abnormal for a (B)(6) year-old and reflected anterior displacement of the aortic arch and great vessels, secondary to aortic elongation across the aortic transection. The reported stent fracture was not definitely visible on the provided images however a fracture of the distal esle middle z-stent was suggested. The esle stent separation is confirmed. The complaint report indicates that esle use was lifesaving in the unusual setting of two patients simultaneously presenting with aortic transection. Because the distal esle had been implanted inside the proximal esle, the pressure wave of each heart beat would have caught the distal esle leading edge. In a straight vessel with maintained integrity, the esle may have resisted this pressure. Because the overlap was short and located in the curve of a disrupted aorta, aortic pulsation pressure forced the unsupported stents apart. The elongation created by the separation transformed what must have originally been a type I arch into a type ill arch. Fracture of the distal esle middle z-stent was suggested. Significant findings relative to the patient's anatomy was not observed. Significant findings relative to the disease state was not observed. Significant findings relative to the use of the device was observed. The esle stents were implanted outside the instructions for use (IFU) emergently. Because the patient survived to have a follow up exam, the stents performed their intended purpose. Stent separation was highly likely. Significant findings relative to the design or performance of the device were not observed. Cause of adverse events was not observed. From the information received and the imaging review, the patient had a life-saving surgery involving the esle-20-55-zt¿s. Follow up imaging showed the esle-20-55-zt had lost its overlap and eventually fractured. There else stents were implanted outside the IFU recommendations. Per the IFU, ensure that a proper placement is achieved. Verify appropriate stent graft overlap to ensure proper sealing and resistance to migration. Based on the current information, it is feasible to suggest the probable causes of this event are disease progression and situation/environment related. Although user technique was involved, the urgency likely limited the physician¿s ability to place the devices. The esle grafts that were used in this application are z-trak aaa endovascular graft iliac leg extensions. These leg extensions are not designed for use in the thoracic aorta and are intended to be used in the iliac arteries. Any use of these leg extensions outside of the iliac leg would be considered off-label use. The labeling and IFU for the devices used clearly state and illustrate that their use is designed for the iliac arteries. The anatomy of the thoracic aorta including the angles of the vessel and the increased force applied from the flow dynamics create a hostile environment that the esles are not designed to function in. This can lead to stent fracture as the graft is not designed to handle the load found in this environment and is better suited for products designed for this region such as the zenith alpha product line. Possible causes of stent fractures are incorrect deployment, incorrect device selection, aggressive ballooning, and calcification. Based on the information presented, a definitive root cause was determined to be product use related. The provider did not follow instructions for use given with the device or the device label. It was stated that the customer requested the smaller leg graft instead of an appropriate thoracic graft, possibly because of the size of the patient¿s vessels. However, the esle iliac leg grafts are not designed to be used in the thoracic aorta and their use outside of aaa iliac leg applications is off-label. The environment and forces in the aortic arch is different than the iliac artery environment where the device was designed to be used. The device does not have the appropriate design features for it to function properly in the thoracic aorta. The appropriate personnel have been notified of this event. Monitoring will continue to be performed for similar complaints.